Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 276 mg/dl, 449 mg/dl, and 151 mg/dl 2) 250 mg/dl and 101 mg/dl customer is not sure which vial of strips were used to obtained the above results. Results were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This is for the second vial of strips that the results might have been taken on. (B) (4)